Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to station. A technical support specialist dialed into the server, but the access provided was limited to one area that was connected to only one station and informed the customer to try logging in to that specific station and asked them to provide the date and time of the user login so the error could be checked and also informed the customer that additional areas would need to be added to the user role if access to other stations was required and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer experienced a login issue. The user was unable to log in to the station and reported that the username did not appear on the server, despite attempting to add the username on multiple stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.